Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): h2, h6, h11. The device was not returned to olympus for evaluation therefore, the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed, a definitive root cause of the reported issue could not be determined. Therefore, the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.

Event description:
It was reported the gastrointestinal videoscope exhibited yellow liquid in the auxiliary water supply channel. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.